Manufacturer narrative:
Ge healthcare recommended to inspect the harness from the sensor interface to the filter board, and, if necessary, replace the ventilator interface board. No report of patient involvement.

Event description:
The hospital reported the unit does not detect the flow sensor. There was no report of patient involvement.